Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results that were generated by the synchron lx I 725 instrument. The customer indicated that the initial accu tnl result was 1.83ng/ml, and 1.94ng/ml upon repeat. The result of 1.83ng/ml was reported out of the lab. On the same day, a fresh sample was collected from the pt and tested for accu tnl; the result was 0.01ng/ml. The customer then re-centrifuged both samples and retested for accu tnl. The repeated accu tnl results were: 0.05ng/ml from the 1st sample, 0.02ng/ml from the 2nd sample. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.